Event description:
Customer responding to the field notification letter. Customer stated that the drive support cap is protruded. Customer blood glucose reading is 250 mg/dl. Customer has not pressed the drive support cap. Advised customer that the insulin pump will need to be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.